Manufacturer narrative:
Concomitant medical products: (B)(4) tvt on (B)(6) 2010; (B)(4) gynemesh on (B)(6) 2010; (B)(4) permacol on (B)(6) 2010. Based on the information provided by the complainant, details regarding a specific correlation between the biodesign or surgisis 4-layer tissue graft¿s performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to the lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. A follow-up MDR will be filed if additional details are obtained.

Event description:
The patient was reportedly implanted with an ethicon tvt and an ethicon gynemesh on (B)(6) 2010 and a biodesign or surgisis 4-layer tissue graft on (B)(6) 2010, all by dr. (B)(6). The patient was also reportedly implanted with a bard permacol on (B)(6) 2010, by dr. (B)(6). All surgeries took place at (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.